Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the first few clips deployed correctly. A new user and resident were trialing ae05 and attempted to fire over a larger cystic duct. I asked if they could dissect more and when they tried again, the clips started loading in the closed position. The surgeon reset the device and the clips still deployed in the closed position". No patient harm or injury, the patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample's jaws revealed one of the tabs at the end of the channel was bent inwards. The trigger was returned partially engaged. It was observed that the feeder was positioned past the clip in the box, likely due to the partial engagement of the trigger. No biological material observed on the device. R & d was consulted to conduct the functional inspection; the trigger was engaged to load the clip. The clip legs failed to align and ride into the jaw of the device due to the bent channel tab. The clip failed to fully feed into the jaws and as a result failed to close prior to release. One clip was attempted to be fired. The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. R & d was consulted regarding this complaint issue. The device was returned with a bent tab at the end of the channel. Upon functional testing, one clip was attempted to be fired. The clip failed to fully feed into the jaws and failed to close prior to release due to a bent tab at the end of the channel. R & d concluded that the complaint could not be confirmed as a manufacturing issue as each device is tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing, indicating the damage to the tab occurred post-production during use. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the first few clips deployed correctly. A new user and resident were trialing ae05 and attempted to fire over a larger cystic duct. I asked if they could dissect more and when they tried again, the clips started loading in the closed position. The surgeon reset the device and the clips still deployed in the closed position". No patient harm or injury, the patient status is reported as "fine".